Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire keyboard was unresponsive. A field service engineer upon initial inspection found that the keyboard was not functioning. The engineer proceeded to replace the keyboard and had the customer verify its functionality. The keyboard operated without any issues. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire keyboard was not responding. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved the medication from pharmacy. There were no adverse events or injuries reported based on this event.